Manufacturer narrative:
(B)(4). Item reference: 32-422097, item name: oxf cmntls implant insert, item lot: zb130404. Report source foreign- canada. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00181 . Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the partial left knee arthroplasty that the instrument fractured. No piece fell nor remain into the patient body. All pieces were found. No impact or injury to patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Visual inspection shows the item and lot numbers match the complaint. Product was not returned in its original packaging and there were missing parts. Device showed wear and damage and a poly piece was missing on the device. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. A review of the raw material certificates confirmed no abnormalities or deviations. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.